Manufacturer narrative:
Analysis: the advanta v12 stent delivery system was returned from the field and evaluated. As mentioned in the case details the balloon was separated from the catheter shaft. The separation was at the proximal balloon bond. The balloon and catheter shaft showed no signs of bodily fluids and the internal inflation lumen had no visible fluid such as contrast within it. The balloon on the inside was also the devoid of fluid. The catheter shaft had separated at the proximal balloon weld. This balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newtons (n). The production lot history records indicate that the minimum tensile force seen during the testing was 22.7 n. This is well above the 15 n requirement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the deflated balloon to be withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. Balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was not allowed the required 40 seconds of deflation time as indicated within the supplied instructions for use.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during and aorto-biliary dilatation, after positioning and deploying the v12 in the aorta, the surgeon attempted to remove the catheter including the balloon. He felt resistance at the introducer and exerted a force to enter the introducer. After hearing a 'tac', he removed the catheter and found that the balloon was no longer on its support. After removing the introducer, it was found that the balloon was stuck in it.